Event description:
Reporter indicated the patient's seizure increase was not felt to be due to vns, and was likely due to the patient's epilepsy disease and possibly medication that was changed recently. The vns output current was increased to 1.5ma. The vns is believed to be working properly. The patient's caregiver reported on (B)(6) 2012, to the reporter that the vns magnet does abort some seizures and lessen others, so the vns is helpful. The patient's seizures have also improved since he was released from the hospital.

Event description:
Reporter indicated a patient had increased seizures and was hospitalized and then discharged. The increased seizures were felt to possibly be related to the vns. Attempts for further information are in progress.